Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. Additionally, it was noted that this device provided shock therapy due to noise oversensing. This device was explanted. No additional adverse patient effects were reported.